Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a manufacturer representative. It was reported that the serial number of the ins was not registered in the files and could not be retrieved anymore. Regarding the impedance measurements, the impedance was greater than 4,000 ohms on three electrodes (including electrode 4<(>&<)>7 that were both included in programming). The rest were ok. Prior to the intermittent stimulation, the patient was receiving effective therapy. The settings when the patient experienced the intermittent stimulation included the following: a1: 0- 3+, a2: 4- 7+, pulse width of 210 us and rate of 30 hz; b1: 0+ 1- 3+, b2: 4+ 5- 7+, pulse width of 210 us and rate of 60hz; and c1: 0+ 2- 3+, c2: 4+ 5+ 6- 7+, pulse width of 210 and 60 hz. It was not registered if the intermittent stimulation occurred before or after the overdischarge; if the patient experienced any falls or traumas while the ins was implanted; or if the patient experienced the intermittent stimulation while in a certain position. Regarding the symptoms the patient experienced, the patient experienced a more frequent return of cluster headaches with lower "v-settings". Increasing was not possible due to the intermittent stimulation, in which the patient experienced a shocking sensation. The cause of the impedance issue was not determined. However, replacement of the ins resolved both the intermittent stimulation and out of range impedance. No information was obtained regarding the first overdischarge as the patient was in a different hospital at the time. However, the first overdischarge occurred in the beginning of 2016 and the interventions taken to resolve the first overdischarge included a physician restart.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the implantable neurostimulator (ins) over-discharged for the second time and ¿sowing¿ intermittent stimulation. An external factor that contributed to the event was the patient failed to recharge in time. Troubleshooting was performed. Impedance measurement showed out of range impedances with non-used electrodes. A physician restart was performed. The action taken to resolve the issue was the ins was replaced. No patient symptoms were reported. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge.